Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that the needle separated from the hub and was left in the infant. The needle penetrated the child's skin, when going to plunger the medication in and then withdraw, the needle stayed in the child's thigh. There was no bending of the needle. The needle was grasped between the finger and thumb, and the nurse pulled it out of the child's thigh. A vaccine was being given to the child. The need did not break, it was a clean detachment. There was no consequence to the pt or add'l medical intervention.

Manufacturer narrative:
Submit date: 02/04/2014. An investigation is currently underway. Upon completion, the results will be forwarded.